Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement.

Event description:
It was reported that when a clinician was reviewing a remote transmission, the device was reaching elective replacement indicator (eri) sooner than expected. It was also reported that the right atrial lead was oversensing far-field r waves during episodes seen on the remote report. The device and lead remain in use. No patient complications have been reported as a result of this event.